Event description:
Sorin group received a report that the s5 roller pump lost power supply during a procedure. Hand-cranking was used to maintain blood flow until power was restored and the procedure was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.